Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had pain and swelling at the ipg site, and no infection was found. The patient opted to have the entire system explanted, which occurred on (B)(6) 2018.